Manufacturer narrative:
Philips has investigated this complaint. Information identified during the course of the investigation identified that a remote alert was proactively identified by philips, which indicated that the image disk was full, and therefore this prevented exposure. This error message can occur due to a malfunction of the system, however it can also occur due to too much data being stored on the system. A philips field service engineer (fse) inspected the system onsite and was unable to confirm that there was a device malfunction, however confirmed that the hard drive was at the end of it's memory capacity due to too many examinations being stored. The fse cleared the image disk space, and as a preventive measure the fse also replaced the image disk bay. After the replacement of the disk bay, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The complaint was raised proactively due to a remote alert identified by philips, and no incident occurred. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced disc bay of the imaging pcs which resolved the issue. The device was returned to use in good working order.